Manufacturer narrative:
The device has been received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2014 between 1616 and 1618, ch a of the device was powered on and was programmed using the drug library for (B)(6): (B)(6), to deliver dopamine 800 mg/250 ml, with a weight of (B)(6), a vtbi (volume to be infused) of 100 ml, with a rate of 5 ml/hr and the delivery was started, stopped and placed in standby mode. Between 1618 and 1619, ch b of the device was programmed using the drug library to deliver nitroprusside (nipride) 100 mg/250 ml, with a pt wt of (B)(6), a vtbi 100 ml, a rate of 5 ml, the delivery was started, stopped and placed in standby mode. At 1105, standby on ch b was cancelled, the delivery was started, a titrated rate of 10 ml/hr was programmed. At 1108, standby on ch a was cancelled, delivery was started, a titrated dose of 2 mcg/kg/min was programmed. At 1111, ch b was programmed for a titrated rate of 5 ml/hr. At 1131, ch a was programmed for a titrated rate of 1.5 ml/hr. At 1144, chb was programmed for a titrated rate of 15 ml/hr. At 1209, ch b was programmed for a titrated rate between 17-20 ml/hr. At 1211, chb was programmed for a titrated rate of 16 ml/hr. At 1213, ch b was programmed for a titrated rate of 18 ml/hr. At 1216, ch b was programmed for a titrated rate of 16 ml/hr. At 1219, ch b was programmed for titrated rate of 15 ml/hr. At 1220, a titrated rate of 12 ml/hr was programmed on chb. At 1235, a titrated rate of 14 ml/hr was programmed on chb. At 1247, a titrated rate of 15 ml/hr was programmed on ch b. At 1248, a titrated rate of 16 ml/hr was programmed on ch b. At 1251, a titrated rate of 12 ml/hr was programmed on chb. At 1252, a titrated rate of 7 ml/hr was programmed on ch b, and was placed in standby mode. At 1255, ch a was placed in standby mode. At 1358, standby on ch a and ch b was canceled, the delivery on ch a was resumed at a titrated rate of 3 mcg/kg/min and ch b delivery was resumed at a titrated rate of 5 ml/hr. At 1402, ch b was programmed for a titrated rate between 9 ml/hr and 15 ml/hr. At 1403, a malfunction code: canbus failure, power down malfunction: no (s108) occurred on ch a and ch b, the program was cleared on ch a and ch b, a s208 (canbus-error) occurred on ch a and ch b. Invalid key strokes are indicated on ch a and ch b. At 1404, the device was powered on without a previous power off, a s339 (powerdown error occurred on ch a and a s439 (power down error) occurred on ch b, a flow stop alarm occurred on chb, a s208 (canbus-error) occurred on ch a and ch b. Between 1405 and 1413, an audible alarm occurred and was silenced multiple times. On (B)(6) 2014 at 0845, the device was powered on without a previous power off. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s108 (canbuserror-uic) malfunction alarm code. On (B)(6) 2014 at an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of dopamine, at a rate of 2 mcg/kg/min and the other channel of the device was programmed to deliver an unspecified concentration of nipride, at a rate of 0.4 mg/kg/min and the delivery was started. No further programming parameters were provided. After an unspecified length of time while attempting to take the pt off the cardiac bypass machine, the device alarmed with a s108 malfunction alarm code. It was reported the display was orange and the device was inoperable. At that time, it was reported the pt's mean arterial pressure decreased to 30 mmhg pressure and the heart rate to an unspecified rate. The device was removed from clinical use. After approximately 5 minutes, therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. At 1407, the pt was able to be taken off of the cardiac bypass machine. No additional info was provided.